Event description:
It is reported that a customer has issues regarding her son's sensor on his insulin pump. The patient's blood glucose was at 360 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor may be bent or damaged. The customer was informed that we would replace the sensors for new ones. No further information was provided.

Manufacturer narrative:
Analysis not required because the complaint was related to the enlite serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.